Event description:
It was reported the pt was hospitalized on (B)(6) 2012 due to his ipg pocket site leaking fluid. The pt previously underwent revision surgery on (B)(6) 2012 where his leads and extensions were replaced (ref MFR reports: 1627487-2012-1659 and 1627487-2012-1660). The physician attempted to wash the site out in the operating room. The pt's entire scs system was explanted due to an infection at the ipg site.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.